Event description:
Mps says that the robot arm is seriously vibrating and jolting when it aligns into haptics. It also makes a noise that is concerning the surgeon. She has cleaned the camera and cables and assured that all arrays are tight, robot is lowered and camera is not moving.

Manufacturer narrative:
Reported event. An event regarding mechanical failure involving an unknown robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: (B)(6) - mps says that the robot arm is seriously vibrating and jolting when it aligns into haptics. Work performed: performed pre-surgery. During transmission check, j6 threw an error. Found that j6 stage 2 was very loose. Adjusted j6 cables; propagating as needed. Ran transmission, friction, arm accuracy, etc to test values. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported. -complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available. H3 other text : device not returned.

Event description:
Mps says that the robot arm is seriously vibrating and jolting when it aligns into haptics. It also makes a noise that is concerning the surgeon. She has cleaned the camera and cables and assured that all arrays are tight, robot is lowered and camera is not moving.